Event description:
It was reported that the patient required medical attention due to ketones. The patient's doctor called, but did not wish to provide any additional information regarding the medical event, blood glucose levels or treatment provided. The doctor reported that the pod and dexcom g7 were not communicating, but the issue was resolved without troubleshooting by the end of the call.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.